Event description:
The device appeared blue screen during use. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: due to the long-term use. The device was aging and resulted in worn out. The scope was repaired by the third party. And returned to the hospital. Correction information: h6: coding changed, based on the investigation result. Additional information: d8 this device was serviced by a third party.